Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The product lot code was not provided. A search of the complaint database against the reported product code found additional reports of assembly/disassembly problems. Prior investigations were identified for further in-depth analysis to assist in the determination of the root cause. A saw bone evaluation determined debris entrapped in the keel punch slot can contribute to the punch impactor failing to engage with the keel punch. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After impacting the punch, the handle releases from the punch by hitting back the punch. Then its difficult to remove the punch out of the tibia.